Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The blood glucose reading was 346 mg/dl during the phone call. The customer stated, he changed the infusion set three days prior to the event. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.